Event description:
According to the reporter, during a laparoscopic hiatal hernia repair procedure. The suturing device was difficult to toggle, difficult to load, and difficult to unload. The needle fell into the cavity of the patient and was retrieved with graspers. In order to resolve the issue and complete the case, opened a new suturing device. There was no patient harm. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Device blades were completely bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent blade indicates that the instrument may have been exposed to an excessive and external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.